Event description:
During port placement, there was a malfunction of the backflow valve and patient had unexpected 150 ml blood loss, tachycardia(svt) and port was aborted. Patient was admitted to the hospital for observation. Manufacturer response for port kit, power port MRI implantable port (per site reporter). Equipment complaint reported to [name redacted] at [manufacturer redacted] customer service at [phone number redacted]. Complaint #[complaint number redacted]. Box will be delivered to return product to manufacturer. Original complaint reported to [name/phone number and company redacted] representative and via [company redacted] product complaint form via surgical rn which is linked to complaint #[complaint # redacted].